Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device was not completing the boot-up cycle. The device is not repairable. The customer will be provided with a replacement device under warranty. The device was retained by stryker. Stryker will further evaluate the customer¿s device at the product assessment center (pac).

Event description:
The customer contacted stryker to report that their device was not working. Upon investigation, stryker observed that the device was not completing the boot-up cycle. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was not working. Upon investigation, stryker observed that the device was not completing the boot-up cycle. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further investigation. The root cause of the reported issue was determined to be isolated to bt3, part of the hlc. The customer received a replacement device. The device was archived by stryker maastricht.